Event description:
A caller reported a malfunction on the pump after it fell on the floor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue. The customer may continue to use the pump, with instructions to call back if any malfunction code recurs.